Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Alarm-device test failed not confirmed. Drive/motor anomaly-rewind not confirmed. The following were noted during visual inspection: a small crack on the display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 10-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 10-feb-2026 in the pump history file and found 1 sensorerroralert (801) on (B)(6) 2026, 1 lostsensor1alert (780) on (B)(6) 2026, 6 pump error 37 on (B)(6) 2026, 1 nodelivery (7) on (B)(6) 2026 and 1 pump error 38 on (B)(6) 2026. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump passed the functional testing. No pump error 37 or pump error 38 noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and corroded motor home switch. Force sensor zero offset within specification (24.0 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Alarm-device test failed not confirmed during testing. Drive/motor anomaly-rewind not confirmed during testing. No rewind anomaly noted during testing. However, pump error 37 and pump error 38 found in the pump history file due to corroded motor home switch. Moisture damage was found during visual inspection on the electronic assembly. Alarm-a339-pump error 37 confirmed. Alarm-a340-pump error 38 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose. The customer stated the pump not rewinding. The customer reported a blood glucose value of 500 mg/dl, and the current blood glucose value was 276 mg/dl. The customer stated that the displacement verification table was failed. The customer experienced hyperglycemia and was treated with an insulin pump, manual injection/insulin pen as well as self-treatment of a severe glycemic excursion. The customer had blood glucose levels that remained high for more than four hours. The event involved product(s) mmt-332a, mmt-387a, and mmt-1884. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the priming process, and the customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. Customer completed rewind and load reservoir process successfully. No further patient complications were reported. No product return is required for mmt-332a, and mmt-387a. The customer was instructed to discontinue device use. Mmt-1884 was requested, and the customer's response was that the device would be returned.